Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to abnormal ion level is considered to be under the scope of this recall.

Event description:
Plaintiff was implanted with a right rejuvenate modular hip stem on (B)(6) 2012. Its further alleged bloodwork revealed elevated levels of cobalt and chromium and required revision surgery on (B)(6) 2019.